Event description:
The customer reported that the sys was mixing pt images. There is not report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software were installed during the service call. The sys was tested and found to be working as intended and put back into service.